Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information if device was returned was requested but not communicated.

Event description:
It was reported the patient experienced a battery replacement due to eol. No complications and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.